Event description:
The customer reported that the system was displaying a temperature failure on boot up.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep found a broken wire within the main cable harness assembly. He replaced the cable. The system operates as intended.